Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer claims that she was using a heating pad for her knee by wrapping it around her leg. After a few hours use, she is alleging that she received burns to her leg.